Event description:
Hold for jf 7.7. Information received by medtronic indicated that the customer reported a broken battery cap. Troubleshooting was performed. The customer stated that a belt clip or coin was used to open the battery cap. The insulin pump was intact. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081352) on 04-dec-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), diphenhydramine hydrochloride and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") with paraesthesia, formication and pruritus, abdominal distension ("abdominal swelling"), bladder disorder ("my bladder issues thousand time worse"), tremor ("tremors in arms / all over weirdest places"), feeling abnormal ("feel baby kicking inside me"), insomnia ("loss sleep") and hyperacusis ("sensitive to loud noises"), experienced genital haemorrhage ("heavy bleeding/constant bleeding"), lasting 6 months and was found to have weight decreased ("lose so much weight"). The patient was treated with cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride, loratadine (claritin) and surgery (essure remove). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, abdominal distension, palpitations, bladder disorder, tremor, feeling abnormal, insomnia and hyperacusis outcome was unknown and the weight decreased had resolved. The reporter considered bladder disorder, feeling abnormal, hyperacusis, insomnia and tremor to be related to essure. The reporter provided no causality assessment for abdominal distension, allergy to metals, genital haemorrhage, palpitations and pelvic pain with essure. The reporter considered weight decreased to be unrelated to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: loss sleep,feel baby kicking inside me, itch quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: new events added - "lose so much weight" and "sensitive to loud noises"; treatment drugs added; action taken with drug added; reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.